Event description:
Medtronic received a report that the react 71 catheter was kinked distally and experienced resistance. The patient was undergoing middle cerebral artery thrombectomy. The access vessel was the femoral artery with a 6 mm diameter. It was noted the patient's vessel tortuosity was moderate. It was reported that during the thrombectomy, after the react 71 passed through c6, it could not be pushed forward and there was resistance when it was withdrawn. Finally, it was found that the tip of the catheter was stretched and the catheter body was deformed after it was withdrawn. A new react 71 was replaced to complete the surgery. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per the IFU. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis as found condition: the react were returned within a shipping box and a plastic bio-pouch. Visual inspection/damage location details: no damage was found with the react catheter hub. The react catheter body was found to be kinked at ~57.1cm and stretched between ~129.2cm-~139.7cm from proximal end of hub. The react distal tip was found to be flattened/crushed. Testing/analysis: the react catheter total length was measured to be ~140.5cm and the usable length was measured to be ~133.6cm, which is within specification. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter kink/damage¿ and ¿catheter stretched/flattened were confirmed as the catheter was kinked and stretched. In addition, ¿marker band damage¿ was also confirmed. However, ¿difficulty navigation¿ could not be confirmed. Catheter kink/damage can be caused by patient vessel tortuosity, delivery system removed aggressively, catheter entrapment, advancing and retrieving intraluminal device against resistance. Catheter stretched/flattened can be caused by patient vessel tortuosity or by advancing/retrieving the intraluminal device against resistance. Marker band damage can be caused by patient vessel tortuosity, advancing and retrieving intraluminal device against resistance or vessel calcification or stenosis. Difficulty navigation can be caused by incompatible devices, patient vessel tortuosity, damage to guidewire, damaged catheter, or lack of continuous saline flush during delivery. Information regarding if continuous saline flush was maintained, vessel calcification/stenosis occurred or catheter entrapment took place was not reported; therefore, these potential causes cannot be ruled out. In addition, the make/model of the guidewire was not reported. Therefore, an analysis could not be performed, and any contributing factors (including incompatible devices) could not be assessed. In the event, it is also possible that the patient¿s severe vessel tortuosity or advancing/retrieving intraluminal device against resistance, or damage found in the returned react cath eter may have contributed to the reported event. However, the root cause cannot be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.